Event description:
On (B)(6) 2012, the lay-user/patient and his mother contacted animas alleging that the pump and pump battery felt warm/hot to touch. The patient indicated that the pump got really hot to touch at night. The pump was reportedly on the outside part of his clothing. The patient admitted to getting replace battery alarms. A review of the pump's history revealed a low battery warning and multiple replace battery alarms. The patient then removed the battery and noticed that the battery even felt hotter. The patient denied that the pump had powered off. After removing the battery around 2:00 am, the patient remained off the pump. Later that same morning at an unspecified time, the patient reportedly noticed a crack on the side of the pump by the battery camp. He denied that the battery cap was damaged or that corrosion/moisture was evident in the battery compartment. The patient was reportedly without insulin between 2:00 am and the morning at an unspecified time when he restarted the pump. At an unspecified time during the time of concern, the patient's blood glucose (bg) level decreased to "50 mg/dl." No symptoms of hypoglycemia were reported. The patient was able to catch the low bg level. No specific treatment was reported by the patient or reporter. At the time of contact with animas, the patient's bg level was "300 mg/dl." The patient's mother felt as though the low bg level was related to the patient not feeling well and not eating. In addition, no medical intervention was reported. The alleged issue was not resolved with troubleshooting. The pump was replaced. The patient was advised to implement a backup plan for insulin delivery. The reporter mentioned that she did not think the battery cap of the pump had ever been changed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that the pump and pump battery felt hot to touch. However, at this time there is no evidence that the pump or alleged issue contributed to a serious injury. The patient did not report any symptoms, blood glucose values, and treatment suggestive of a serious injury. The patient also did not report any injuries related to the pump/battery feeling hot to touch.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was tested with an external power supply and is not drawing excessive current are within specifications. There were several replace battery and one low battery warnings observed in the alarm history. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.